Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #3) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #3). An additional emdr was submitted to represent the bard/davol composix (device #1). This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #4). There is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix (device #1), an unspecified bard/davol composix e/x (device #2), an unspecified bard/davol composix kugel hernia patch (device #3), unspecified bard/davol ventralight st (device #4), or an unspecified bard/davol ventrio st on (B)(6) 2008, (B)(6) 2008, (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against only the bard/davol composix (device #1), bard/davol composix e/x (device #2), bard/davol composix kugel hernia patch (device #3), and bard/davol ventralight st (device #4). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Attorney alleges unspecified injuries.